Event description:
Related manufacturer reference number:2017865-2023-23867 it was reported that the patient presented in clinic for a follow up. Upon interrogation, the right atrial (ra) lead exhibited failure to sense, failure to capture and low pacing impedance. Also, the right ventricle (rv) lead exhibited a decrease in r wave amplitude. Both ra and rv leads were explanted and replaced. The patient was in stable condition.